Event description:
The patient reported that prior to a site change, noticed that there was a large air bubble at the connection of the tubing and cartridge. The patient reported that during the next site change a few days later, the patient noticed another air bubble. Customer support reviewed cartridge preparation steps with the patient and confirmed that the patient was preparing the cartridges appropriately. The patient reportedly always carried an insulin vial and was reportedly very physically active. This report is made based on the allegation that the cartridge may have malfunctioned.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.